Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned to medtronic for analysis. The valve remained in the patient therefore no product analysis was performed. No procedural images were provided for review. Various factors can affect valve positioning, such as patient anatomy or physician experience. The reported event indicated that during the implant of this valve, the valve was intended to be recaptured but was inadvertently deployed in a high position as the handle was turned by the physician in the wrong direction. Based on the information available, the inaccurate delivery was due to user malfunction as it stated during attempted recapture the valve was inadvertently deployed instead of recaptured. However, the root cause of the sub-optimal implant cannot be conclusively determined. There was no information to suggest that a device quality deficiency may have caused or contributed to this event. H6-updated eval result and eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial deployment attempt was deep and the valve was recaptured. Subsequently, the implanting physician inadvertently turned the deployment knob in the wrong direction and deployed the valve. The tab on the valve was snared to hold the valve in place as a second valve was successfully implanted. No additional adverse patient effects were reported.